Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018 that a flexiva ID 200 laser fiber was unpacked on (B)(6) 2018. According to the complainant, during unpacking, the laser fiber was noted to be broken inside the packaging before use. Reportedly, the wire was popped out of the packaging before it was opened. There were no known complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on september 14, 2018 that a flexiva ID 200 laser fiber was unpacked on august 23, 2018. According to the complainant, during unpacking, the laser fiber was noted to be broken inside the packaging before use. Reportedly, the wire was popped out of the packaging before it was opened. There were no known complications reported as a result of this event.

Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). Problem code 1069 captures the reportable event of fiber broken in package. Investigation results the fiber was returned broken into three pieces. The first piece measured approximately 44.2 cm from the top of the connector to the break. The second piece measured approximately 67.2 cm from break to break. The third piece measured approximately 4.9 cm from break to break and does not include the distal tip. The distal tip and remaining fiber was not returned. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.